Event description:
It was reported, the video system center had a severe noise in the image .the image was not visible and had scope communication error e226.there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the information provided from the investigation. The probably cause of the reported event was most likely, attributed to failure of the rx module. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.